Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, in liquid. Visual inspection found optic and haptic torn. Claim# (B)(4).

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm, micl12.6, -10.0 diopter, implantable collamer lens was implanted into the patient's eye. Lens was explanted due to shallow vault. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.